Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) was not providing information for the prior day and was also not tracking. The ipg remains in use. No patient complications have been reported as a result of this event.